Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg will not communicate with external devices. The ipg pocket site is loose. The physician indicates the ipg had flipped and the physician flipped the ipg back. However, the ipg then flipped again the following day, surgical intervention will be taken at a later date to address this issue.